Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the dobhoff feeding tube. The customer states "while attempting to remove the wire from a dobhoff tube the end cap pulled off and the wire poked the nurse's left thumb causing a sminor puncture wound."